Manufacturer narrative:
Additional info: d3, d9, g3, g6, g8, h2, h3, h4, h6, h10 results of investigation: the device, intended use in treatment, was returned for evaluation. A visual inspection confirmed the epoxy coating over the internal witness wire has degraded and has begun to come off. The device shows significant signs of wear/usage. The device was manufactured in 2008. This failure mode has been previously identified. Although we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture; the information available as a result of this investigation indicates that corrective/ preventive action is warranted. This issue has been submitted to our CAPA process in accordance with applicable internal CAPA procedures. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed. G1.

Event description:
It was reported that the glue on the two drill guide handles started to dissolve, the internal witness wires show clear signs of fatigue. No case related therefore no patient involved.

Manufacturer narrative:
The device, intended use in treatment, was returned for evaluation. Our investigation included a visual inspection of the device which confirms that the epoxy coating over the internal witness wire has degraded and has begun to come off. This failure mode has been previously identified. Since the manufacturing of the complaint device, design changes have been implemented to eliminate the occurrence of this failure. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.